Event description:
It was reported that during a laparoscopic cholecystectomy the device was not properly forming clips and was causing the tips to scissor. An add'l device was opened to complete the case. There was no pt consequence.